Event description:
It was reported that during use after surgery, the patient reported a sensation that urine was leaking out, and urine leaked out in the diaper. Upon checking the balloon, it was found to contain only 5 ml, and it had spontaneously dislodged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.This report references a US equivalent device. The US UDI equivalent for this product number is used.H11: Sections A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.